Event description:
Caller reported air bubbles in the tandem mobi system, specifically within the cartridge. There was no adverse impact to the customer's blood glucose level. Customer resolved the issue by wearing the pump upside down to encourage insulin flow through the tubing.